Manufacturer narrative:
An investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history, and a review of product labeling. A review of tracking and trending did not identify any trends for the complaint issue. No customer returns were available. A testing protocol was executed using in house retained samples of reagent lot 04405ui00. All validity and acceptance criteria were met during the completion of this protocol, demonstrating that this lot is performing acceptably. A review of product quality history did not identify any issues associated with the customers observation. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation, a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that a positive architect total b-hcg result of 710.04 miu/ml was generated for a patient sample, ID (B)(6) on (B)(6) 2019. The sample retested negative, <1.2 miu/ml, on (B)(6) 2019. No adverse impact to patient management was reported.